Manufacturer narrative:
Initial information reported: date of visit: (B)(6) 2017. 1 day f/u abrasion/keratitis and ohtn od. Pt here for 1 day f/u abrasion/keratitis and ohtn od. Pt c/o pain since last night from 6-7 to 2-3 this am. Has been trying to keep the eye closed because it¿s more comfortable. Pt is currently taking combigan bid od and prolensa qam od, and erythromycin qid od. Vital signs: va od distance 20/80-1 cc; ta deferred due to corneal injury (B)(6) examination: extraocular movements normal. Pupils normal ou. Afferent pupillary defect negative od. Sle: conjunctiva/sclera moderate injection od; cornea: 1 mm round non-staining limbal infiltrate 2 o¿clock, diffuse pee w/ punctate epithelial defect centrally od; eyelids/lacrima/lashes unremarkable od; iris/pupils round and wnl od. Anterior chamber deep and quiet od; lens clear od. Assessments: injury of conjunctiva and corneal abrasion without foreign body, right eye notes: use ats ou qid. Wait until tuesday before restarting cl bilateral dry eyes: notes ¿ for dry eye relief, use artificial tears. Ocular hypertension of right eye: stop erythromycin ointment, 1 application; stop combigan solution others start artificial tear solution as directed f/u prn. Corrected data: date of visit: (B)(6) 2017. 1 day f/u abrasion/keratitis and ohtn od. Pt here for 1 day f/u abrasion/keratitis and ohtn od. Pt c/o pain since last night from 6-7 to 2-3 this am. Has been trying to keep the eye closed because it¿s more comfortable. Pt is currently taking combigan bid od and prolensa qam od, and erythromycin qid od. Vital signs va od distance 20/80-1 cc ta deferred due to corneal injury abrasion/keratitis and ohtn od examination extraocular movements normal. Pupils normal od. Afferent pupillary defect negative od. Sle conjunctiva/sclera moderate injection od. Cornea: 1 mm round non-staining limbal infiltrate 2 o¿clock, diffuse pee w/ punctate epithelial defect centrally od eyelids/lacrima/lashes unremarkable ou. Iris/pupils round and wnl od. Anterior chamber deep and quiet od. Lens clear od. Assessments injury of conjunctiva and corneal abrasion without foreign body, right eye, much improved c/w yesterday. Treatment -injury of conjunctiva and corneal abrasion without foreign body, right eye continue erythromycin ointment, qid continue prolensa, gtts into affected eye as directed, 1 x day continue combigan solution, gtts into affected eye, bid f/u 2-3 days. Date of visit: (B)(6) 2017. Pt here for f/u abrasion/keratitis and ohtn od. Pt c/o pain gone, vision improved. Pt is currently taking combigan bid od. Erythromycin qid od. Vital signs va od distance 20/40-1 cc, iop od md 11 iop examination extraocular movements normal. Pupils normal od. Afferent pupillary defect negative od. Sle conjunctiva/sclera white and quiet od. Cornea 1mm round non-staining limbal infiltrate 2 o¿clock, mod spk od. Eyelids/lacrimal/lashes unremarkable od. Iris/pupils round and wnl, od. Anterior chamber deep and quiet od. Lens clear od. Assessments injury of cornea and corneal abrasion without foreign body, right eye, resolved. Bilateral dry eyes. Ocular hypertension of right eye, iop issues resolved treatment. Injury of conjunctiva and corneal abrasion without foreign body, right eye notes: use ats ou qid. Wait until tuesday before restarting cl. Bilateral dry eyes notes ¿ for dry eye relief, use artificial tears. Ocular hypertension of right eye, stop erythromycin ointment, 1 application, stop combigan solution others start artificial tear solution as directed f/u prn.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called to report that he/she was diagnosed with a corneal ulcer od while wearing the acuvue oasys for astigmatism brand contact lenses in (B)(6)2017. Pt was prescribed an antibiotic eye drop (name of the medication was unknown) to use every 15 minutes for 12 hours, then tapered to every ½ hour, then hourly. Pt reported a return to the emergency room (ER) for blurry vision and severe eye pain. The pt reported the ER physician put drops in the eye and referred the pt to an ophthalmologist for the ulcer and ¿scratches¿ od. The pt reported the ophthalmologist changed the antibiotic eye drop (name was unknown) to use 1-2 drops every 4 hours. Pt reported that the od was getting better, then he/she began to experience eye pain and returned to the ophthalmologist. Pt reported he/she was given numbing drops during visit 1. Pt reported several follow-up visits and was advised he/she had dry eyes. Pt reported the od corneal ulcer resolved and the pt returned to contact lens wear. The pt reported the suspect lenses were discarded and the lot number is unknown. On (B)(6) 2017 a call was placed to the pts treating eye care provider (ecp) and a representative provided additional information: the pt was treated for od corneal ulcer and corneal edema (B)(6) 2017; pt was prescribed zylet. No additional medical information was provided. Additional medical information was requested. On (B)(6) 2017 the pts medical records were received from the pts treating ecp and additional information was received as follows: date of visit (B)(6) 2017: history of present illness: pt referred by gsh ER. Pt c/o of redness and blurry vision in right eye. Two weeks ago had redness in right eye and saw optometrist which said there was an abrasion and gave pt medication for 5 days and saw him afterwards. He said it had healed and pt tried using contact lenses this past wednesday and noted that pt eyes were red and painful by evening. She saw him again and he said she had an ulcer. He prescribed ciprofloxacin drops to be used every 15 minutes for 6 hours then every 30 minutes for 6 hours then every 2 hours for 1 day then every 4 hours for one day then 4 x daily. Pt symptoms were improving last night but woke up this morning with blurry vision in right eye and went to ER. Va od distance 20/80 cc ph 20/70, va os distance 20/40-2 cc, iop od md 30 iop, iop os md 22 examination: extraocular movements: normal. Confrontation visual fields: full to confrontation ou. Pupils normal ou. Afferent pupillary defect. Negative ou. Amsler grid: not done. Stereovision test: not done. Color test: not done. Cover test: not done. Exploration of optic nerve: yes. Ophthalmic examination and evaluation: yes. Slit lamp exam: conjunctiva/sclera moderate injection, ou. Cornea: central corneal edema with mild descement¿s folds, 1mm round non staining infiltrate 2 o¿clock od; eyelids/lacrimal/lashes unremarkable od. Iris/pupils round and wnl, od. Anterior chamber deep od; 1+ flare od; lens clear od. Dilation: mydriacyl 1%, phenylephrine 2.5 %. Optic nerve od: pink and healthy, cup/disc wni, 0.40. Retina: vitreous normal od, macula/vessels/periphery flat od/normal caliber od/flat without tears or holes od. Assessments: keratitis, right; secondary corneal edema of right eye; ocular hypertension of right eye ¿ secondary to inflammation. Treatment: keratitis, right; start zylet suspension, 0.5-0.3%, gtts into affected eye, right eye, every 4 hrs, 30 days. Notes: no contact lens until approved by doctor, start zylet od q4. Start combigan od bid, samples for zylet and combigan given to pt. Ocular hypertension of right eye: start combigan solution, 0.2-0.5%, 1 drop into affected eye, ophthalmic, bid. F/u 2-3 days date of visit: (B)(6) 2017. Eye pain od; pt here for f/u keratitis. Pt c/o pain in the right eye which increased since pt visit this morning. Pt reported the vision in the right eye has also become very blurred over the past few hours. Pt is currently taking combigan bid od ¿ used at 3:30, zylet od every 4 hrs. Last eye exam: (B)(6) 2017. Vital signs: va od distance 20/80-2 cc, iop od md 16 iop os md 11. Slit lamp exam: conjunctiva/sclera moderate injection od; white and quiet os. Cornea 1 mm round non-staining limbal infiltrate 2 o¿clock, 3-5 mm h x 4 mm w inferior paracentral abrasion od; eyelids/lacrimal/lashes unremarkable od, iris/pupils round and wni od, anterior chamber deep and quiet od. Lens clear od. Assessments: abrasion of cornea, right initial encounter; keratitis, right; ocular hypertension of right eye. Treatment: abrasion of cornea, right; start erythromycin ointment, 5mg/gm, 1 application, qid. Start prolensa suspension 0.07%, gtts into affected eye as directed, 1 time a day. Notes: started erythromycin ointment od q2 today then qid. Sample of prolensa, gtts of prolensa given in office od and some maxitrol ointment od as well.. Ocular hypertension of right eye: continue combigan solution, 0.2-0.5%, gtts into affected eye, bic. F/u 1 day. Date of visit: (B)(6) 2017. 1 day f/u abrasion/keratitis and ohtn od. Pt here for 1 day f/u abrasion/keratitis and ohtn od. Pt c/o pain since last night from 6-7 to 2-3 this am. Has been trying to keep the eye closed because it¿s more comfortable. Pt is currently taking combigan bid od and prolensa qam od, and erythromycin qid od. Vital signs: va od distance 20/80-1 cc; ta deferred due to corneal injury (B)(6). Examination: extraocular movements normal. Pupils normal ou. Afferent pupillary defect negative od. Sle: conjunctiva/sclera moderate injection od; cornea: 1 mm round non-staining limbal infiltrate 2 o¿clock, diffuse pee w/ punctate epithelial defect centrally od; eyelids/lacrima/lashes unremarkable od; iris/pupils round and wnl od. Anterior chamber deep and quiet od; lens clear od. Assessments: injury of conjunctiva and corneal abrasion without foreign body, right eye notes: use ats ou qid. Wait until tuesday before restarting cl. Bilateral dry eyes: notes ¿ for dry eye relief, use artificial tears. Ocular hypertension of right eye: stop erythromycin ointment, 1 application; stop combigan solution. Others: start artificial tear solution as directed. F/u prn. On (B)(6) 2017 the pts medical records were received from the hospital ER visit and additional information was received as follows: date of visit: (B)(6) 2017. Chief complaint ed: pt has been dx with corneal abrasion. She has been using the drops but it doesn¿t seem to be getting better. Complaint: vision change in right eye; pt reported taking antibiotic eye drops for the past week for corneal ulcer od. Pt reported being treated by ecp. Pt reported the eye pain has resolved but when pt woke up this morning but could barely see out of the right eye. Pt reported there is no pain to the eye, vision is very blurry. Denies any headache. Pt noted wears cls but has not been using them lately. Pmh/psh: corneal ulcer. Medications: ciprofloxacin ophthalmologic. Ros: eyes ¿ decreased vision in right eye. Physical exam: eyes: pupils perrl, eomi, no icterus, there is moderate right conjunctival injection, the eye was stained with fluorescein dye and a 1mm stromal infiltrate was noted at the 2:00 position very peripherally, there were no central corneal lesions, there was normal and direct pupillary responses, the fundi of the left eye appeared normal, the fund of the right eye could not be visualized appeared very dark which may represent a vitreous hemorrhage. Results: va 20/200 right. Clinical course: case discussed with dr. (B)(6) ¿ pt to follow up for further evaluation. Impression: acute loss of vision right eye possible secondary to vitreous hemorrhage; stromal infiltrate right cornea. Disposition and plan: f/u with ecp @ 10 am today. No additional medical information has been received. The pt reported symptoms began (B)(6) 2017. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.